Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the batteries would not properly connect to the controller.  They attached, but did not register as being connected and they seemed a bit loose.  There were no bent pins.  The controller was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller met specifications; the device passed visual examination and functional testing. The results of the analysis revealed that the controller was able to properly connect and recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.